Event description:
It was reported that during a coronary stent procedure of a very calcified lesion, crossing difficulties were encountered. While attempting to withdraw the system, it became caught in the guide catheter and the entire system was removed. No pt injuries or complications were reported.